Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) reported that arm 4 was experiencing repeated faults. The technical support engineer (tse) confirmed after reviewing the logs that arm 4 was experiencing numerous recoverable faults. The site decided to disable arm 4 and proceed with the case as a three-arm system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed a sine cycle. The fse was unable to reproduce the issue and did not find any issue with arm 4 of the patient cart. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: multiple communication and other errors. Error 30, 25730, 23098, 906, and etc. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: one arm (universal surgical manipulator (usm)) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.